Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was blood in the wire lumen and between the balloon folds. The hypotube shaft was completely separated 27.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge balloon catheter was selected for use to dilate the target lesion. The physician loaded the balloon onto the wire and while trying to pass the device through the y-adaptor, the balloon catheter's shaft broke. The physician stated that there was no "force" or "obstruction". The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge¿ balloon catheter was selected for use to dilate the target lesion. The physician loaded the balloon onto the wire and while trying to pass the device through the y-adaptor, the balloon catheter's shaft broke. The physician stated that there was no "force" or "obstruction". The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).